Event description:
It was reported, that the patient presented for an implant procedure. Prior to the procedure, upon interrogation, it was noted, that the right ventricular (rv) lead exhibited over-sensing and low pacing impedance. The rv lead was capped and replaced on (B)(6) 2023.